Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited low shock impedance measurements. While performing isometrics, the low shock impedance measurements were able to be reproduced one time. Technical services (ts) discussed performing an x-ray to confirm lead integrity. Ts also discussed delivering a commanded 1.1 joule and max energy shock to review for a shorted lead. No adverse patient effects were reported. Additional information indicated that a commanded 1.1 joule and 41 joule shocks and shock impedance measurements were stable. At this time, the physician will continue monitoring the patient via latitude. Subsequently, low shock impedance measurements were observed. Additional information has been request; however, no further information is currently available.

Event description:
Additional information indicated that during the device change out procedure, this rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.